Event description:
Healthcare professional reported injecting a patient with an unspecified juvéderm®. The patient put makeup on right away after injection and experienced ¿an infection.¿ the patient was treated with antibiotics and the event returned. The patient was then treated with hylenex and another course of two different antibiotics recommended for ¿biofilms¿ for 3 weeks. Biopsy was not provided. When the antibiotics treatment ended, some ¿swelling¿ returned. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.